Event description:
The balloon endometrial ablation device was prepared and introduced into the uterine cavity. With pressurization of the balloon, I was not satisfied that the device was behaving properly. The pressure immediately stabilized with the first injection of d5w, and even with the small volume, when the balloon was removed from the uterus, it slid out without removing the fluid and the pressure remained the same. I concluded that the device was defective, and a new device was provided. This was prepared, introduced into the uterus, pressurized normally, and the thermal ablation cycle was triggered and ran its eight minute course without unusual event. After the thermal ablation, the device was removed. Instruments were removed.